Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 59x55 mm diameter abdominal aortic aneurysm. The proximal neck was 22-28-31 mm in diameter and 10 mm in length. The right iliac artery measured 12-14mm in diameter and the left iliac artery measured 10-12-16-10mm in diameter. The right and left external iliac arteries measured 9mm in diameter. The right iliac artery was moderately calcified and the left was mildly calcified. It was reported that the patient presented emergently. It was discovered that the left limb was occluded. The stent graft was thrombosed from the flow divider to the end of the left limb. Per the physician, the cause of occlusion was either due to left limb being implanted in a tortuous anatomy or the distal end of the limb was not ballooned enough during the index procedure. The patient received treatment. The physician implanted an endurant 36 aui stent graft via the right side followed by a fem-fem bypass, resolving the event. No additional clinical sequelae were reported and the patient is fine.